Event description:
Litigation alleges that patient experienced pain, discomfort, inflammation, and toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood, tissue, and bone surrounding the implant. Update: (B)(6) 2012 (B)(4) was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2836370 and 2843783. A search of the complaint database search finds one additional reported incident against lot codes 2833558 and 2906835 since their release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced pain, discomfort, inflammation, and toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood, tissue, and bone surrounding the implant. Bilateral.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.